Event description:
Customer reported that during pre-clinical check, "the oxygen was disconnected from the mixer and the alarm did not go off." No patient involvment so no patient injury reported.

Manufacturer narrative:
The unit was returned to sechrist for evaluation. The evaluation discovered that the fio2, bypass alarm, air and oxygen alarm and balance were out of specification. This out of calibration condition most likely accounted for the alarm failure. The device was serviced and overhauled. After servicing and overhauling, the device was tested and verified to be operating as intended. The alarm is now sounding as it should when oxygen is disconnectd from mixer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are required. All complaints are trended by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).